Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had "connectic" damage. The mpu had a v-lock connector on the ac power cord. The mpu was exchanged.